Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported perioperative antibiotics were administered. The patient did not have meningitis. The date of the last refill prior to infection was (B)(6) 2014. The signs and symptoms of infection was incisional wound opening and the location was device pocket. A culture was obtained of the device pocket. Treatment included both oral and IV antibiotics. The patient outcome was infection resolved, no drug withdrawal. Risk factors before implant was indicated as chronic infection, osteomyelitis.

Event description:
The patient¿s pump was removed in (B)(6) 2015 due to an infection; the catheter remained implanted. The patient had a bone infection in his foot that had traveled up to the pump. After explant, the patient was on a fentanyl patch until a new pump could be implanted. The patient was seeing his pump managing physician in (B)(6) 2015 to see how the infection was progressing. Per the patient, the infection was gone after he was on 3 months of strong antibiotics. On (B)(6) 2015, it was reported that the nurse at the clinic stated that the patient¿s site of infection was doing fine. The device system was delivering fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058215r, implanted: (B)(6) 2001, explanted: (B)(6) 2015, product type: catheter. (B)(4).